Event description:
Approximately 22 months after a right shoulder replacement, a patient underwent a right shoulder revision surgery. No medical or surgical intervention was reported. No patient impact was reported. No additional information is available.

Manufacturer narrative:
D10: (B)(6) 320-10-15 - humeral tray +15mm. (B)(6) 300-30-11 - equinoxe preserve stem 11mm. (B)(6) 320-15-04 - rs glenoid plate r post aug, 8 deg, right. (B)(6) 320-42-00 - equinoxe reverse 42mm humeral liner +0. (B)(6) 320-20-30 - eq rev compress screw lck cap kit, 4.5 x 30mm. (B)(6) 320-01-42 - equinoxe reverse 42mm glenosphere. (B)(6) 320-20-00 - eq reverse torque defining screw kit. (B)(6) 320-20-34 - eq rev compress screw lck cap kit, 4.5 x 34mm. (B)(6) 320-15-05 - eq rev locking screw. (B)(6) 321-20-00 - equinoxe reverse shoulder drill kit. The reported event was unable to be confirmed due to limited information received from the customer. No device was returned for evaluation; further, photographs and/or radiograph images were not provided for review. Operative notes and/or medical records were not provided for review of usage/ technique. A definitive root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.

Manufacturer narrative:
The reason for the revision reported cannot be confirmed from the information provided but may be due to inclusion of the polyethylene in the packaging recall, wear, loosening, infection, fracture, instability, dislocation, rotator cuff tear, and/or patient related factors. Potential contributions of manufacturing, user, and patient-related considerations to the event could not be assessed as the devices were not available for evaluation and images, radiographs, and relevant clinical information were not provided. D1: corrected. H6: corrected medical device and investigation clinical codes. H10: corrected.